Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 8:10am. The patient reported blood glucose results of "342, 352, and 400 mg/dl" with the subject meter and "97 mg/dl" on another meter (brand unknown), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. As part of his diabetes regimen, the patient claimed he is on prandin pills with diet and/or exercise. Later that day, at 2:30pm, the patient stated he administered 1 extra dose of prandin after the alleged issue began. The patient reported 1-1 ½ hours after the alleged issue began, he was feeling lightheaded and sweaty. At 6:00pm later that evening, the patient indicated he went to urgent care/clinic for assistance. According to the patient, a blood glucose test was performed by the doctor/clinic meter with a result of "97 mg/dl". It is not known whether the patient received additional treatment while at the urgent care/clinic since the cca noted the patient went home and followed his normal routine. At the time of troubleshooting, the cca noted the patient tested on an approved sample site to obtain the results from the subject meter and the meter's unit of measure was set correctly. The patient did not have the control solution available to perform a quality control test. The mss was not able to confirm whether the patient's symptoms were associated for a low or high blood sugar symptoms. Therefore, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.